Event description:
The customer reported that there was an intermittent generator error. The system shuts down when this occurs. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.